Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis/claudication symptoms e.g. Pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d european post-market observational study on (B)(6) 2017. At index procedure ((B)(6) 2017) the patient presented with a de novo occlusion of the segment involving the sfa distal third of the right leg. One biomimics stent (6.0 x 60mm mm) was implanted. On (B)(6) 2020 a restenosis of the treated segment (target lesion) was identified at 36 month follow-up. The event was described as "not assessable/unknown " to the device and "not related" to the procedure. Duplex ultrasound was conducted and the stent was patent. Percutaneous re-intervention was planned, but not done at the time of study exit. This event is reported as being target lesion related. Following review of this event, a possible device relationship was determined, given that the event is indicated to be target lesion related. On the 24-feb-2021 the site updated the device relationship to "possibly related". Therefore, veryan are reporting this event to take the most conservative approach. The patient outcome is described as "continuing". The device remains implanted.